Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a coil embolization procedure in the superior mesenteric artery using ruby coil lps and a lantern delivery microcatheter (lantern). During the procedure, the physician advanced the ruby coil lp and reported that it started to take shape in the microcatheter. As the physician continued to advance the ruby coil lp, resistance was encountered. While retracting the ruby coil lp, the coil unintentionally detached in the microcatheter. Therefore, the microcatheter was removed and the ruby coil lp was flushed out on the back table using saline solution. The procedure was completed using another ruby coil and the same lantern. There was no report of an adverse effect to the patient.